Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Per sales rep, the tip of pin broke off in the patient and was left in the cortical bone.

Manufacturer narrative:
The reported event that self-drilling half pin apex ø 3mm, 110 x 25mm was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. The failure was probably caused by misuse of the implant. Although the device was not returned, it was reported that the pin was being used for navigation purposes which is a clear contraindication that is mentioned in the operative technique. Since these instructions were not followed it is very likely that this is the root cause of the breakage. Note, as stated in the operative technique (apex-st-1 en apex pins op tech): ¿caution: apex pins are not intended for navigation procedure purposes.¿ [original statement(s)] a review of the device history was not possible because the lot number was not communicated properly. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Per sales rep, the tip of pin broke off in the patient and was left in the cortical bone.